Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with unspecified anti-inflammatory medications for the event. Patient outcome was not reported. At the time of this report, pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.